Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A manager reported a patient that received the wrong axis laser lasik treatment of the left eye. Reporter indicated the laser was programmed with the incorrect axis that was one hundred degrees different than it should have been. Patient noted vision was blurred. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the event. No technical root cause could be determined as the system is performing within specifications. A possible root cause could include wrong input of treatment data. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.